Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while preparing etoposide with the bd phaseal¿ protector p50j, coring occurred in the infusion bag. The following information was provided by the initial reporter, translated from (B)(6): "this is a report about coring. After preparation of etoposide, black small pieces were found in the infusion bag."

Event description:
It was reported that while preparing etoposide with the bd phaseal¿ protector p50j, coring occurred in the infusion bag. The following information was provided by the initial reporter, translated from japanese: "this is a report about coring. After preparation of etoposide, black small pieces were found in the infusion bag."

Manufacturer narrative:
The following information has been updated: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 02-mar-2022. Investigation: h.6. Investigation summary: infusion bag, syringe, connector, injector, and protector received for investigation. P50j was evaluated. Upon visual inspection, is observed the cannula of the protector enters the vial slightly displaced. This causes the needle in the protector to scrape a piece of the rubber stopper from the vial closure. Fourier transform infrared spectroscopy was performed, confirming the foreign substance is a piece of butyl rubber and silicic acid compounds, a component that carries the rubber stopper of the vial and the talc of the membrane. A device history review was performed for reported lot 2001124, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs or an incorrect stopper is used as in this case. The product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification and that there is no damage to the product. Based on the quality team's investigation, possible root cause is associated to incorrect assembly of the protector with the vial. It is important to ensure that the vial is not expired, as this may affect the quality of the rubber stopper. The protector must be fixed completely vertical to the vial during assembly. The m12 mounting accessory is recommended to facilitate the connection of the protector to the vial. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.